Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was an attempted implant. During the implant, the physician accidentally cut an artery leading to hemorrhage. As result, the entire system was removed. The physician applied pressure to achieve homeostasis. Two days later, a new system was implanted without issue. No additional adverse patient effects were reported.